Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site was having issues moving the imaging system gantry to left and right. When they pressed the button, it would move, but only 2 to 3cm. Then, they would have to re-press the button.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.